Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issues. Bench testing revealed the "transition battery fault" alarm was due to a malfunctioning transition battery. Visual inspection revealed a damaged power flex circuit with a burnt lemo connector. Carefusion replaced the transition battery and power flex to address the reported issues.

Event description:
It was reported to carefusion that the unit had a power connector that had melted causing the unit the alarm "transitional battery" fault. The customer reported that there was no patient involvement associated with this complaint.